Event description:
It was reported that the customer experienced low blood glucose of 39 mg/dl and the paramedics were called. Customer stated this did not result in any serious injury or hospitalization. The customer's blood glucose at the time of the report was 514 mg/dl and he experienced symptoms of nausea, wet feet, a strong pulse, and his heart was racing. During troubleshooting with the insulin pump, customer stated he noticed a leak and did not know if this was in the infusion set or reservoir. The high pressure test was performed and passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.